Event description:
It was reported that the patient experienced the device not fully inflating, providing a real erection, and it buckles at time of penetration with an inflatable penile prosthesis (ipp). The ipp remains implanted and active. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.